Event description:
The account alleged the head section is drifting down.

Manufacturer narrative:
The technician found the head is drifting down when the head section is raised past thirty degrees of elevation. He found the hydraulic solenoid for the head down was stuck causing the head drift. He freed the hydraulic solenoid by using a valve tool and taking the solenoid apart then replacing the valve.